Manufacturer narrative:
D4 (serial number), h4.

Event description:
It was reported that the customer passed away on (B)(6) 2025. Cause of death was due to hyperglycemia resulting in diabetic ketoacidosis with a blood glucose (bg) level of 600 mg/dl. The pump history was reviewed by the healthcare provider and multiple high bg alerts were observed to have occurred between (B)(6). The customer initially arrived at the emergency room on (B)(6) and was transferred by emergency services to another hospital later that same day. Emergency services discarded the infusion set used at the time of the event, and no information was provided on the continuous glucose monitor (cgm) sensor used at the time of the event. No additional information could be confirmed at the time of this report, as pump data is not available for review. A supplemental report will be submitted if additional information is received.